Manufacturer narrative:
The service repair technician (srt) ran the roller pump continuously with no issues observed. The pump self-test was completed and verified there were no errors. Release testing passed and no errors were observed so no parts were replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the reported event occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b3, b5, and h6. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pump response during pump jam testing was as expected as the pst observed an 'under speed' notification on the pump display and then a 'pump jam' message displayed as the pump was stopped. The tubing was loaded into the pump and the pump was assigned in the perfusion screen and left running for several hours. The occlusion was set higher than necessary for the setup to start circulating fluid with no disruptions noted. The pump was then put into a pulsatile operation mode overnight with no disruptions observed. The motor error was not reproduced during the evaluation. The pump operated as intended.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump displayed a 'motor error' message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.